Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer performed a supply change and resumed insulin therapy. Reportedly, the cartridge was in use for over 72 hours.